Event description:
It was reported on 05/26/2026 that dr. (B)(6) advised that the silent nite 3d device had an anchor fracture off.

Manufacturer narrative:
The reported device has not yet been received. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).